Event description:
The catheter was placed without incident in special procedures. After placement the patient went to CT to have a head scan with contrast. The power injector was hooked up to the PICC line and the pressure limit was set to 150psi. When the power injection started the tech and patient heard a "pop". The patient was then returned to his room where the nursing staff began to hand inject mannitol through the line. The mannitol seemed to extravasate into the tissue surrounding the entry site of the line. The patient was returned to special procedures where a hand injection of contrast was administered to evaluate the line. The images of the line study seemed to show that the line had a hole just under the skin at the entry site. The line was exchanged for a non-turbo flow PICC line.